Event description:
It was reported that during a meniscus repair under knee arthroscopy, after t2 was implanted, the knot became loose. T2 was removed from the patient, a same model backup device was used to complete the surgery. Procedure was delayed for approximately 10 minutes and no patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. This device was received in used condition. The complaint indicated: ¿after t2 was implanted, the knot became loose. T2 was removed from the patient¿. Neither t was returned. No suture was returned. The blue split cannula was returned. The white depth/penetration limiter was returned trimmed. The visual inspection does not indicate aggressive use. The delivery needle is not bowed or bent. Functional test indicates that the manual advancement of the actuator is functional. There is no manufacturing cause related to support this complaint. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.